Manufacturer narrative:
Additional information event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on (B)(6) 2022: none of these had any incidents reported, they were simply not working and the devices were returned for service.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a non stop alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: device evaluated, visual inspection performed and found tamper seal removed/broken: no. Physical condition of the device: cracked on right plunger case. The reported issue was not duplicated, unable to duplicate the primary audible alarm post error at power up. The cause of the reported issue, unable to determine the intermittent of the error, speaker test was passed and speaker is working as intended.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.